Event description:
It was reported that when using the bd pyxis¿ anesthesia station es intermittent reboot had occurred at station and getting locked with carefusion application. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the intermittent rebooting had occurred in stations and getting locked with carefusion application. A technical support specialist worked with field service engineer (fse) onsite, who advised updating the local security policy setting interactive logon, station inactivity limit from 450 seconds to 0, completed the update across all stations, executed commands via command prompt to apply the change by setting the registry value to 0 and forcing a group policy update, rebooted the stations through station configuration to apply the changes successfully. The system functioned as intended after the technical support specialist troubleshot the device.